Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred in the middle of the procedure, and the procedure was completed by restarting the system with a delay of less than 20 mins. The philips remote service engineer (rse) examined the system remotely and confirmed that the c-arm just stopped moving abruptly, it got locked. Review of the logfile shows malfunctioning the c-arm just stopped moving abruptly. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated that c arm stopped abruptly whilst being moved and the stand shook and had to reboot but lost geometry movement. The rse requested onsite support. The philips field service engineer (fse) checked the system on site and confirmed that angulation and rotation movements caused the issue per the customer, but it did not recur after the event and could not be duplicated during the fse visit two weeks later, leaving the root cause unidentified. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's c-arm abruptly stopped moving. The user rebooted but they lost geometry movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.